Event description:
The manufacturer received information alleging a ventilator inoperative condition had occurred causing a red screen to occur on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The customer has sent the device to the manufacturer service center. Investigation details are not yet available as the service center has not confirmed receiving the device. A follow-up report will be submitted as necessary.